Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the data displayed on the basal software displayed inaccurate data. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
Additional information received on (B)(6) 2019 verified that the basal feature suspended insulin delivery as intended. Additionally, review of the pump data logs by tandem engineering verified that the pump data was being displayed accurately. Reportedly, basal delivery had not been resumed in one occasion due to a brief loss of connection on the continuous glucose monitoring (cgm) system. When the continuous glucose monitor (cgm) regained connection, the basal feature functioned as intended. (B)(4).